Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) 900 mcg 2000 mcg via an implantable pump. It was reported that the physician suspected infection in the pump pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump and the catheter were explanted. The physician discarded the devices. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: h815320003); product type: 0184-catheter; implant date (B)(6) 2012 ; explant date (B)(6) 2025.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# h815320003, serial# implanted: (B)(6)2012, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during the procedure, the surgeon found purulent pocket of fluid deep in the pump pocket and that the intrathecal catheter appeared to have already been disconnected and there was no apparent connection with the intrathecal space. The intraspinal portion of the catheter was left remained in patient to reduce the risk of cerebral spinal fluid leak or spread of infection.

Manufacturer narrative:
A4. This section was updated. Continuation of d10: product ID 8709sc, lot# h815320003, implanted: (B)(6) 2012, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.